Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore a device analysis could not be performed. The service history revealed no repetitive failures, no workmanship or process issues, and no similar complaints related to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date a year and a half prior to the receipt of this report, the patient experienced a hernia. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced a hernia coincident with automated peritoneal dialysis therapy. The hernia occurred after beginning automated peritoneal dialysis therapy. The cause of the hernia was unknown. The hernia potentially worsened with peritoneal dialysis therapy. The hernia was manifested by pain. Thirteen days prior to the receipt of this report, the patient underwent a hernia repair surgical procedure. On an unreported date, the peritoneal dialysis catheter was discontinued and the patient was switched to hemodialysis therapy. The patient was recovering from the event. No additional information is available.